Event description:
Reporter indicated that the pt underwent vns revision surgery due to a suspected lead discontinuity. Both the generator and the lead were replaced. The generator was replaced prophylactically. Follow up with the pt's treating physician indicated that system diagnostic testing prior to replacement surgery resulted in high lead impedance reading, indicating a possible lead break. No serious injury was reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.